Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge the ipg as recommended. As such, the ipg became inoperable and was unable to communicate with external devices. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.